Manufacturer narrative:
The rse (remote service engineer) evaluated the device and determined that the system's battery had failed due to its lifespan. The issue was resolved by delivering the new battery to the customer.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the battery failed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.